Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant in the EU had a cp support initiated for the high-risk percutaneous coronary intervention patient in (B)(6) 2024. The support was successful for just over 2 hours and was then explanted. Later in (B)(6) 2024 the protect IV study documentation noted a bleed with possible relationship to the impella. The patient did get transfused. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, due to prolonged pci procedure (cto) increased blood loss through catheter access site without access site complication as per the clinical description provided. Corrections to the initial MFR report: g1 MDR reporting contact email.